Event description:
It was reported that: remote shows failed atrial lead position check, but the atrial lead has not fallen. In addition, the device had an atrial unipolar lead alert issued for impedance of 209 ohms. Nothing wrong with lead. No symptoms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).